Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2019 not on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 as they experienced hyperglycemia after bolus was no delivered and diabetic ketoacidosis. Customer's blood glucose value was over 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such vomiting in the car, nausea, abdominal pain and difficulty in breathing. Customer was not alleging insulin pump was under delivering. Customer stated that the auto mode feature was on. Customer declined to perform a care link upload. The insulin pump will not be returned for analysis.